Manufacturer narrative:
(B)(4). It was reported that the patient expired ¿10 days back¿ (date unspecified). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection vancomycin 2 gram per 5 days (route not reported) and injection fortum once a day (dose and route not reported) for peritonitis. Treatment was ongoing. On an unknown date the patient passed away. The cause of death was due to another indication. It was not reported if the patient recovered from the event of peritonitis prior to death. It was not reported is an autopsy was performed. It was reported that pd therapy was ongoing however it was not reported if the patient was performing therapy at the time of death. Additional information was unable to be obtained and all available information was provided.

Manufacturer narrative:
(B)(4). Dianeal 2.5% ultrabag pd4 replacing dianeal pd4 2.5 % single bag. It was unknown if the dianeal therapies were ongoing until the time of death. Should additional relevant information become available, a supplemental report will be submitted.